Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 5540030, 510k # (B)(4) was cleared in the united states. Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that, a patient underwent l4/l5 plif to treat lumbar spinal canal stenosis (lscs). On an unknown period post-op, the patient developed adjacent segmental disorder. L3-s2 and l3/l4, l5/s plif were performed as a revision to extend the levels of implantation. Intra revision op, when tightening a set screw ( break off set screw) of left l4 it got "idoled" and could not be broken off. There was no crossthreading confirmed. The set screw was replaced with, but could not be broken off. No deformation or breakage of the break off set screw driver were confirmed. The surgery was completed by tightening initial set screw using shaft and modular fix driver. A surgeon told that threads of the initial screw head might have been damaged. The surgical time was extended less than 15 min as a result of this event. The surgeon extended fixation to upper levels and lower levels, leaving screws at l4/5 untouched. The event occurred only at l4 on the left. A counter torque driver was used. The rest of screws had no problem. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event. A counter torque driver was used.